Manufacturer narrative:
Product complaint: (B)(4). Date sent to the FDA: 03/03/2020. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any patient event prior to symptoms (coughing, falling, moving)? What medical/surgical intervention was performed for each of the patient's symptoms? What were the dates of the second procedures? Can you describe the appearance of the suture during the second procedure?

Event description:
It was reported the patient underwent an unknown procedure in 2020 and the suture was used. It was reported that the suture broke post-op causing wound dehiscence. No further information was provided.